Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: two actual devices were received for evaluation. A visual inspection was performed, and it was noted that both samples had a hole in the tubing. Per the sample analysis performed, the reported condition was verified. The cause of the reported condition was a user error. Per the event description, the potential cause was high pressure applied to the set. The use of a power injector or CT with this product code is not expected; according to the instructions sheeting for this product, one of the listed cautions specifies, ¿extension set is not rated for power injection. Tubing rupture may occur¿. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of one-link non-dehp standard bore catheter extension sets split while using a power injector. The first extension set blew out during administration of intravenous contrast in CT. A new extension set was set up; however, when contrast was administered, the extension set ruptured. The intravenous contrast leaked and the quantity of leaking sets was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.